Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of the returned device confirmed a thrombus within the interior of the outflow graft. Additionally, evaluation of the extracted log files confirmed a complete loss of flow; however, a direct correlation between the observed thrombus and the complete loss of flow could not be conclusively determined through this evaluation. A direct cause for the complete loss of flow could not be conclusively determined. Evaluation of the extracted log files revealed that the calculated flow initially ranged from approximately 3.5-4.1 lpm; however, calculated flow decreased to 0 lpm at 3:20:16 pm on (B)(6) 2019. The flow remained at 0.0 lpm for the remaining data captured within the log file. A direct cause for the complete loss of flow could not be conclusively determined through this evaluation. It was reported that the device was explanted on (B)(6) 2019 due to the lack of flow through the pump. The device was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was not returned. Examination of the blood contacting surfaces of the device found a red, stringy, strongly adhered thrombus within the interior of the outflow graft. This deposition of coagulated blood appeared to have developed within the interior of the outflow graft over an undetermined amount of time. The observed thrombus could have contributed to a flow issue; however, the thrombus was not completely occlusive of the outflow graft and therefore a direct correlation between the complete loss of flow and the observed thrombus could not be conclusively determined. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. In addition, this document explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The patient remains ongoing on the replacement device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 days. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on the first post-operative day, the lvad estimated flow suddenly dropped to 0.0 lpm. A transesophageal echocardiogram (tee) confirmed that there was no flow over the lvad. The patient was returned to the operating room (or) and the lvad was exchanged. In the or, the surgeons found a clotted outflow graft. No additional information was provided.